Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support (ts) on (B)(6) 2026, that the liberty select cycler was alarming with drain line is blocked message on step 2 of setup. The patient had already received this same issue prior to calling and had turned the cycler off and reset up with new cassette, and the same issue reoccurred when they rebooted the cycler. The patient opened the cassette door and there was fluid leaking inside of the cassette door. The patient was getting notice draining slowly before this fluid leak. The notice: draining slowly message occurred in drain 1 of 5 and the patient was connected during incident. The patient canceled the treatment (tx) and did a manual drain issue. The fluid was discovered in the pump module area and was discovered on the external of the cassette; drain line is blocked message occurred prior to the fluid leak. The film on the back of the cassette is not loose. At that point in time, the technical support representative advised the patient to discontinue using the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Additional information was requested, however to date has not been provided.